Manufacturer narrative:
The tip cover accessory and monopolar curved scissors (mcs) instrument have not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(4) 2013, intuitive surgical contacted the initial reporter regarding the reported event. The initial reporter indicated that inspection of the monopolar curved scissors (mcs) instrument by the surgical staff found that the mcs tip cover accessory had been over installed onto the mcs instrument, causing the mcs instrument to become stuck during removal of the instrument from the cannula. The initial reporter indicated that it is unknown if the tip cover accessory and mcs instrument will be returned to isi failure analysis evaluation as the site made the decision to retain the devices to use for training purposes at the site to prevent future occurrences over installation of the tip cover onto the mcs instrument. The initial reporter was unable to provide the version number of the affected tip cover accessory. The instruments and accessories user manual indicates that the tip cover accessory is not properly installed on the mcs instrument if the tip cover is installed beyond the orange surface and over the shaft of the instrument. This causes a bulge on the instrument shaft and may prevent it fitting through the cannula. The instruments and accessories user manual specifically states: warning: failure to install the tip cover accessory properly may result in: improper scissor opening; tip cover accessory falling off; electrical arcs and alternate site burns the customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s partial nephrectomy procedure, when the surgical staff attempted to remove the monopolar curved scissors (mcs) instrument with the mcs tip cover accessory installed from the patient, the mcs instrument became stuck inside of the cannula. Reportedly, the mcs instrument and cannula were removed simultaneously to allow for removal of the instrument from the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.